Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type pump. (B)(4).

Event description:
Information received from a healthcare provider regarding a patient receiving morphine (25mg/ml at 5mg/day) via an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the patient had reported an increase in pain. The physician believed that there was a possible catheter fracture and cerebral spinal fluid (csf) leak due to the patient being "knocked over by a moving van." The catheter was replaced on (B)(6) 2015. The patient's status at the time of report was "alive- no injury."